Event description:
It was reported that when performing operation on (B)(6) 2023, a nurse from the facility found that the outer package was damaged and immediately replaced with a new product for use in this patient. No impact was caused to this patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged package was determined to be inconclusive. One photograph of a package was returned for evaluation. An initial visual observation of the photograph showed a package with one edge that was open. Some of the contents of the package could be seen through the open portion. Although the package was open in the submitted photograph, it could not be determined where or when the package was opened; therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that when performing operation on (B)(6), 2023, a nurse from the facility found that the outer package was damaged and immediately replaced with a new product for use in this patient. No impact was caused to this patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.